Manufacturer narrative:
(B)(4). Additional information in h10: a CAPA does not exists for this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location during peritoneal dialysis therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was connected at the time of the event. The patient went to the hospital and was treated with two weeks worth of antibiotics. The device has been received and an evaluation is complete. A visual inspection was performed and noted a crack at the end of the cassette. A simulated therapy was performed and the machine alarmed and a puddle of solution was found underneath the machine. The reported condition was verified and the cause of the leak was determined to be a cracked cassette. The cause of the crack is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.